Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Following the essure procedure, plaintiff experienced severe pain, and bleeding. In (B)(6) 2015, her physician advised her that the device had migrated and performed a full hysterectomy. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had experienced bleeding (genital haemorrhage) following essure (fallopian tube occlusion insert) insertion. About three years later, her physician advised that the device had migrated. A full hysterectomy was performed. The events are listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the mechanism and the exact time point of a perforation is not known. In this case, such information is missing, however, given event's nature, causality with essure cannot be excluded. Considering that abnormal genital bleeding and menses pattern changes may occur with essure and the lack of plausible alternative explanation, a causal relationship between bleeding and essure cannot be excluded. Additionally, a non-serious event was reported. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information was received on 04-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had experienced bleeding (genital haemorrhage) following essure (fallopian tube occlusion insert) insertion. About three years later, her physician advised that the device had migrated. A full hysterectomy was performed. The events are listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the mechanism and the exact time point of a perforation is not known. In this case, such information is missing, however, given event's nature, causality with essure cannot be excluded. Considering that abnormal genital bleeding and menses pattern changes may occur with essure and the lack of plausible alternative explanation, a causal relationship between bleeding and essure cannot be excluded. Additionally, a non-serious event was reported. This case was regarded as incident, since a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.